Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was having issues with insulin pump. The customer had to trick the pump with a pen to stop piston. He stated once the piston hit the reservoir and insulin kept shooting out. The insulin pump alarmed motor error and compromised force sensor system. The customer's blood glucose was between 180mg/dl-240mg/dl. The customer was unable to completed pump rewind due to alarm. The insulin pump passed displacement test and manual prime, alarm did not recur. Also, customer stated the insulin pump alarmed compromised force sensor system. Customer stated the insulin is squirting out. The customer was advised the insulin pump will be replaced and revert to back up plan.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the prime test due to moisture damage on the force sensor resistor. No motor error alarm was noted. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked lcd window.